Event description:
System removed for infection. Device and information sent to biotronik the end of november 2007. Also removed: setrox s 53, MDR 1028323-2007-00506, setrox 45, MDR 1028232-2007-00507.